Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual sample involved in this complaint is no longer available. The manufacturing record and the shipping inspection record of the actual device found no anomaly. No other similar report was found. Based on the investigation results, no anomaly was found in the manufacturing records. Regarding the cause of this case, since the information about the occurrence situation and site of thrombus was unknown and the actual device could not be confirmed, it was not possible to clarify the cause of the occurrence. Relevant instructions for use (IFU) reference: "do not reduce heparin during circulation. Otherwise, blood clotting might occur. (Warnings)" "adequate heparinization of the blood is required considering patient condition and perfusion technique to prevent it from clotting in the system. (Warnings)"

Manufacturer narrative:
A2: age: 42. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k) no.: k130520. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: the defect was identified before application to the patient. Clotting was observed in the reservoir filter despite adequate heparinization. The patient remained hemodynamically stable. The procedure was delayed due to a product issue identified prior to patient use. The event occurred pre-treatment; therefore, no patient was involved or harmed.